Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision. Asr xl - right. Reason(s) for revision: infection ((B)(6), periprosthetic infection, pain, sepsis and embolism. Cup implant date: (B)(6) 2009. Xl product implant date: (B)(6) 2009. All products revised: (B)(6) 2011. This patient underwent a resurfacing to xl procedure - this is the 2nd of 2 revisions - please see (B)(4) for 1st of 2 revisions. Bi-lateral patient - please see (B)(4) for the left side revision. This com is to be closed to CAPA due to the reasons for revision falling within the CAPA remit and off label use of a competitor stem - although a competitor stem was used the patient had infection so still needs investigating so cannot be closed to CAPA.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.